Manufacturer narrative:
Manufacturer's investigation conclusion: the reported corrosion of the driveline's controller connector was confirmed through the submitted images. Although a specific cause for the reported corrosion could not be conclusively determined through this evaluation, the pump appeared to function as intended. A log file was submitted which captured the pump functioning as intended above the low speed limit for the duration of the file. On 01jun2023, a technical services representative disassembled and released the driveline from the controller with manual debulking of corrosion. Photos of the controller connector were submitted which revealed the reported corrosion. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms (including the replace controller alarm) as well as how to respond to each alarm condition. The heartmate ii patient handbook, rev. C, instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Section 10 of the patient handbook ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-03445. It was reported that the patient's percutaneous lead connector was stuck in the controller. An abbott engineer disassembled and freed the driveline from some corrosion.